Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Pinching-mouth [mouth injury]. Brush head itself has become loose from handle-oral-b power oral care refills [device connection issue]. Case narrative: relative/friend via phone that brush head itself has become loose. No serious injury was reported.